Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this complaint is a known physiological effect of the procedure and is noted within the dfu.device not returned for analysis.

Event description:
Mit peripheral cutting balloon registry.it was reported that in 2004 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The target lesion was at the popliteal, with no vessel tortuosity; lesion type was denovo and mild calcification at target lesion. The angiographic data for target lesion showed the reference vessel diameter 4 mm, lesion length 25.00 mm, pre procedure 99% stenosis, and post procedure 0% stenosis. Lesion morphology showed concentric stenosis and tight stenosis lesion. The patient one month follow up visit date was not provided. The vital status of the patient was ¿dead¿. No additional information was reported.